Manufacturer narrative:
The pump was received with a frozen display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assemblies. After reconnecting the electronic assemblies all buttons responded properly and the pump properly connected to the glucose sensor simulator. No sensor errors were noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had beep anomaly, keypad anomaly and frozen display. Customer's blood glucose at time of incident was 208 mg/dl. Customer stated constant beep never stops unless battery is out of the pump. Customer stated that none of the buttons are working. Customer was advised to insert new battery and the screen stays on there saying suspending. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.